Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported following the intraocular lens implantation in the left eye the patient had experienced slight difficulties, especially when it comes to driving. The physician denied consent to be contacted regarding this case because he believes that it was not a side effect, but a planned approach to the patient and the operation and everything was perfectly normal and without complications.no further information available.